Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload a cartridge with more than 80 units of insulin remaining. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to clean the pneumatic tap area on the pump and guided them through loading a new cartridge, which resolved the issue. The customer successfully resumed insulin delivery.